Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties occurred. The 95% stenosed lesion was located in a severely calcified, moderately tortuous left anterior descending (lad) artery. The 1st diagonal (dx) and the mid lad were predilated with a 2.5 x 12mm quantum balloon. The physician placed a 2.5 x18 mm cypher stent in the 1st dx. A second 2.5 x 18mm cypher stent was attempted to be placed in the mid lad, but it would not cross due to calcification and tortuosity. A taxus express 2 2.5x16mm drug eluting stent was successfully placed in the mid lad, deployed to 12 atm's. The taxus stent was unable to be fully deployed and a residual segment was noticed on angio during deployment which created withdrawal resistance. The balloon was stuck to the stent. The guide catheter was deep seated to release balloon. A 3.0x12mm quantum balloon was used to post dilate the stent. The physician tried to advance another stent to the distal lad however it was unable to passed through the taxus stent, therefore, the distal lad remained untreated. No patient complications were reported. Patient status is satisfactory.